Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reports the distal balloon did not stay inflated (there was a hole). When doing lysis, this allowed clot to flow out. No further clinical info available. No apparent harm to pt.